Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyc0173 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reyc0173) have been reported from one (B)(6) facility.

Event description:
It was reported that the PICC was leaking from the exit site, upon removal a hole was found within the PICC which had been residing in the patients vessel, the hole was established during flushing.